Manufacturer narrative:
Title: usefulness of a fork-tip needle in endoscopic ultrasound-guided fine-needle biopsy for gastric subepithelial lesions source: diagnostics 2021, 11, 1883 pp1-9. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 2015 to 2021, a retrospective study of 79 patients 13 patients on the fork tip group and 66 patients on the fine needle aspiration group compared the sample adequacy and diagnostic accuracy of an endoscopic ultrasound-guided fine-needle biopsy for gastric sub epithelial lesions using a fork-tip needle with an endoscopic ultrasound-guided fine-needle aspiration using unspecified fine-needle aspiration needles. Complications related to the fine needle biopsy included infection in the tumor after the procedure occurred in one patient in the fork-tip group which required antibiotics. A few days after the procedure, a fever of 37 and elevated c-reactive protein of 1.45 were observed, and computer tomography showed a hypo-absorption zone inside the sub epithelial lesions. On the basis of these findings, intratumoral infection was suspected. The patient was treated with oral antibiotics for about two weeks, and the fever and c-reactive protein levels improved.